Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b6, d1, d2a, d2b, d3, d4, d6b, g1, g2, g4.

Event description:
Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "breast cancer" and "leak". This record is for an unknown side. Device remains implanted.